Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer exhibited read, write, or invalid memory behavior associated with smart cubies. The field service engineer (fse) had responded to an issue involving cubie pockets across multiple drawers. It was found that customer had previously removed the cubie pockets from the affected drawer and placed them into different drawers. Following this adjustment, no further failures were reported. The fse conducted hardware test application (hta) testing on all drawers, and no faults were detected during the evaluation. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had detected a read, write, or invalid smart cubie memory issue in the main drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had detected a read, write, or invalid smart cubie memory issue in the main drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.